Manufacturer narrative:
Aware date used as event date, as no event date was reported. (B)(4).

Event description:
It was reported that a hole in the package occurred. A model-6f runway was selected for use. During preparation, when the device was removed from the box, it was noted that there was a puncture hole in the catheter packaging. No patient involvement were reported.

Event description:
It was reported that a hole in the package occurred. A model-6f runway was selected for use. During preparation, when the device was removed from the box, it was noted that there was a puncture hole in the catheter packaging. No patient involvement were reported.

Manufacturer narrative:
Aware date used as event date, as no event date was reported. (B)(4). Device evaluated by MFR.: the device was returned for analysis. Returned product consisted of a runway guide catheter in the sterile pouch and the original packaging. Analysis of returned product revealed that the outside package was visually inspected for damage. There was a puncture in the packaging which went completely through the box and the contents inside. The sterile pouch was inspected for damage and showed the same puncture. The catheter shaft showed no damage. However, sterility would have been compromised.